Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the arm on (B)(6) 2016. Patient's mother reported that the sensor wire became dislodged under the patient's skin. The patient was taken to the emergency room on (B)(6) 2016 where a x-ray was taken and confirmed the sensor wire remained under the skin. The patient had surgery on (B)(6) 2016 and the sensor wire was successfully removed from the patient's muscle tissue in arm. At the time of contact, the patient was in "ok" condition. No additional event or patient information is available. It was reported that the sensor was inserted into the arm. The dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.